Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of air bubbles anomaly from the insulin pump. The customer's blood glucose reading was 360+ mg/dl. The customer stated that he received air bubbles all throughout the line and in the reservoir as well. The customer stated that the issues with the air bubbles were recurring. The customer did not want to troubleshoot for the reservoir. The customer will be sent replacement reservoirs.

Manufacturer narrative:
A complete analysis and testing of (B)(4) sealed reservoirs showed that it they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.